Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the reason for the cracked screen was unknown. In addition, the pump emitted a beeping noise. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.